Event description:
A report was received that the patient underwent explant procedure due to infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial/lot #: b)(4), description: artisan surgical lead, 70cm. Model #: sc-4316, serial/lot #: b)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that no available information can be obtained by the bsn representative about the infection. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient underwent explant procedure due to infection.